Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a signal artifact monitor (sam) during a cautery procedure. This ICD remains in service. No adverse patient effects were reported.